Event description:
Anaphylactic reaction; yesterday the dentist gave me a little colgate sensitive tube to try. I used it at bedtime and within "5m" my throat was burning, I kept coughing, my gag reflex kicked in and I started vomiting. Then my tongue started hurting and aching like muscle ache, I couldn't talk properly. I couldn't swallow saliva. I look a heyfever tablet hoping it would have an antihistamine effect. Still hurts a lot this morning. Reason for use: sensitive teeth.